Manufacturer narrative:
10-aug-2023, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Bloody gums [gingival bleeding]. Perforated gums [gingival disorder]. Brush head just falls off - oral-b [device breakage]. Pin merely appears as though its bent backwards in its axis - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off of the oral-b toothbrush all of a sudden mid-brushing. No injury was reported. 24-jun-2023 follow up via digital safety assessment survey: the 26 year old female consumer stated that she experienced bloody, perforated gums. She did not see a medical professional. No serious injury was reported. 24-jun-2023, follow up via e-mail and pictures: the suspect product was oral-b power rechargeable toothbrush handle 3766. The suspect product lot was 2 ab94330528. The metal pin on the oral-b toothbrush appeared as though it was bent backwards in its axis. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bloody...gums [gingival bleeding]. Perforated gums [gingival disorder]. Brush head just falls off - oral-b [device breakage]. Pin...merely appears as though its bent backwards in its axis - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off of the oral-b toothbrush all of a sudden mid-brushing. No injury was reported. 24-jun-2023 follow up via digital safety assessment survey: the 26 year old female consumer stated that she experienced bloody, perforated gums. She did not see a medical professional. No serious injury was reported. (B)(6) 2023 follow up via e-mail and pictures: the suspect product was oral-b power rechargeable toothbrush handle 3766. The suspect product lot was 2 ab94330528. The metal pin on the oral-b toothbrush appeared as though it was bent backwards in its axis. No serious injury was reported.